Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. It was also reported that the pump battery gauge rapidly decreased from 40% to 5% battery life. Contact reported that customer's blood glucose (bg) levels were possibly affected; however no bg information or specific value was provided. Customer's bg level was reported to be 128 (mg/dl) and within target range at the time event was reported. It was indicated that insulin pens would be used for diabetes management.